Manufacturer narrative:
The review of the mfg records performed show that no remarkable incidents related to the complaint occurred. The stent remains implanted; therefore, not available for eval. The event investigation is currently underway. Please note: this event is being reported because this device is the same or similar to one marketed in the united states. (B)(4).

Event description:
It was reported that the stent was too short. The physician advanced the stent to treat a stenosis 70 mm in length. When the physician attempted to release the stent, he noticed that the length was not sufficient to cover the stenosis. The stent was still on the shaft and not released when he measured it with a ruler which was taped to the table underneath the thigh. The physician found out that instead of the declared 80 mm, the stent showed a length of only 60 mm. The stent was deployed and with the aid of another overlapping stent, the stenosis was treated successfully. There was no patient injury.